Event description:
On 16-feb-2026, it was reported by a sales representative via (B)(4) that a qty. 2 of ar-13991n surefire scorpion needle tips broke off. It was reported one broke on the back table in the scorpion device and the other broke in the shoulder joint. The broken fragment was retrieved with an x-ray taken to confirm no foreign body left behind. This was discovered during a shoulder scope/labral repair procedure with no patient harm. The case was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.